Manufacturer narrative:
Severity: the difference between the dose reported by mosaiq and the dose display on the lcd is approximately 660mu. An under dose of this magnitude would have a severity of moderate. This is based on the fact that the under dose represents a small fraction (less than 10%) of the total treatment dose for typical standard treatment techniques. This severity could potentially increase to major for special treatments such as hypofractionation. Likelihood: the source of the hazard appears to be from hardware or software, therefore the basic likelihood is assumed to be occasional. A system error must then occur that will result in the wrong dose being displayed on integrity/mosaiq. Although the root cause of this error is unknown, the frequency is very low reducing the risk to remote. The user is warned by an inhibit on the integrity system, which requires the use of the reset key to reset the system before it is possible to proceed with any further treatments. In addition, both the clinical instructions for use and the elekta training, emphasize the need to check the beam mu display (lcd) and to update the dose recorded by mosaiq if required. This reduces the risk to improbable. Risk level: standard treatment techniques: a severity of moderate and a likelihood of improbable leads to an estimated risk level of acceptable special treatment techniques, such as sbrt or hypofractionation: a severity of major and a likelihood of improbable leads to an estimated risk level of tolerable. Although it is believed this type of treatment would be under extra scrutiny from the clinicians this is not deemed to reduce the risk level sufficiently. Data log files received from device.

Event description:
The customer reported that during a volumetric modulated arc therapy (vmat) treatment when machine had delivered 16mu (monitor units), the mu bar suddenly increased and remained up until the end of the treatment (600-700mu approx). An inhibit was raised 'power supplies' which stopped the machine. The technician cannot be sure which occurred first the inhibit or the filling bar. Mosaiq also received the treatment as completed, however lcd dose only showed 16mu's. The customer believed the treatment dose had not been completed.